Event description:
It was reported the patient was in the hospital following a revision surgery and was unable to make adjustments with their patient programmer. It was noted the patient was able to sync with their device and view their current settings but could not make any adjustments. It was noted the patient programmer appeared to be ¿frozen¿ however, the batteries were removed and replaced and it resolved the issue. It was reported the revision occurred because the patient¿s implant ¿never worked as well as the trial¿. It was suspected that the lead may have moved however why and when was unknown.

Event description:
Additional information received reported the patient¿s leads had migrated from the original dorsal position to a ventral position. It was confirmed the leads had migrated when the patient had a CT scan. It was noted the patient¿s leads were replaced on 2014-(B)(6). It was noted that with the leads that were removed the patient was feeling stimulation entirely in their ribs. It was noted that after the revision the patient was receiving appropriate stimulation coverage.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).